Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿flange diameter small¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that nasopharyngeal airways were too soft and the customer would prefer to use a some other brand , as these nasopharyngeal airways seemed to have become less rigid recently. Stated that there were too much resistance and they collapsed when attempting to insert into the nasal passages.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nasopharyngeal airways were too soft and the customer would prefer to use a some other brand , as these nasopharyngeal airways seemed to have become less rigid recently. Stated that there were too much resistance and they collapsed when attempting to insert into the nasal passages.